Manufacturer narrative:
Additional information was received that the event does not involve a bsn patient.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.